Event description:
It was reported that the customer was told by an isi representative to return the permanent cautery hook instrument. No details regarding the reason for return were provided. No pt harm, adverse outcome or injury was reported.